Event description:
It was reported that this right ventricular (rv) lead had high capture thresholds and the right ventricular automatic threshold (rvat) for the implantable cardioverter defibrillator (ICD) was fluctuating frequently. Technical services (ts) explained different causes of threshold fluctuations. Ts noted that the device operating as programmed but not as expected. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).